Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0xbsv, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID :3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that during a stage two implant, a short was measured on contacts 9 and 11. The hcp wiped down the lead contacts, sucked out fluid from the extension, and reconnected the lead and extension. The hcp also checked the extension and implantable neurostimulator (ins) connection. Impedances were checked again and contact 8 on the right side had high impedances with all pairings. The hcp checked the connections again, but impedances remained the same. A new extension was used, but impedances still remained the same. The manufacturing representative believed the cause of the short was the end of the lead from the stage one procedure and the cause of the high impedances were fluid and tissue in the distal end of the extension. This was considered user error since only the short was originally measured. The hcp kept disconnecting and reconnecting the extension and lead in an attempt to correct the short and that was when they saw the high impedances. The hcp decided it was fine to proceed, close the patient, and notify the manufacturing representative and neurologist, who would be programming the ins, to program around the short. It was unknown if the issue was resolved. Refer to manufacturer report #6000153-2016-00088 and 2649622-2016-00046.